Manufacturer narrative:
E - initial reporter: initial reporter was not provided, and the complaint was received through the following individuals: nipro canada corp (B)(6). H6 - the device has not yet been received, upon receiving the device, an investigation will be completed. When complete, then a supplemental MDR will be submitted.

Event description:
An event involving a tego¿ connector experienced no flow. As per report, tego malfunction when taking off the patient. It was also stated that they inserted 10ml saline syringe and tego was plugged. This was the 6th malfunctioning tego in the past 24 hours. The event happened on 17-jul-2024. There was patient involvement and unknown patient harm. Sample is available for investigation.

Event description:
Additional information was received on 27-aug-2024 stating that there was no patient harm and no delay in therapy reported.

Manufacturer narrative:
The customer's complaint could not be confirmed. Without the return of the sample or a photo/video, an investigation could not be performed and a probable cause could not be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint. Additional information can be found in b5 - describe event or problem. Updated information can be found in d9. Corrected information can be found in g2 - report source and d10 concomitant product.